Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl12.6; -11.5 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced angle closure with elevated intraocular pressure. On (B)(6) 2022 the lens was exchanged with a shorter length lens and this resolved the problem. The cause of the event was reported as the device.

Manufacturer narrative:
(B)(4). Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).